Manufacturer narrative:
Follow-up # 1 date of submission 07/23/2013-device evaluation: the pump has been returned and evaluated by product analysis on 06/24/2013 with the following findings: the keypad cover was returned torn off at the down arrow button and across the up arrow button; exposing the button contacts. During testing, the up arrow, down arrow, and ok keypad buttons were intermittently unresponsive and required multiple button presses with increased force to elicit a response. The contrast keypad button was unresponsive. The cover was removed and contamination was found under all key contacts and all the key contacts were inverted. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, it was reported that the keypad buttons were intermittently unresponsive. This complaint is being reported because the issue remained unresolved at the time of trouble shooting. There is no indication that the product issue caused or contributed to an adverse event.